Event description:
Interrogation of the ICD device revealed a history of vt with high impedance on the rv shocking coil. Pt brought to ep lab to confirm lead malfunction. Malfunction confirmed, chronic lead, cut and capped. New lead implanted and tested.